Manufacturer narrative:
An event of hypotension, aortic regurgitation, cardiac arrest and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and medical review, the cause of death appears to be acute severe aortic insufficiency secondary to valvuloplasty in a patient with compromised left ventricular function (ef 40%). The cause of the reported hypotension and cardiac arrest are likely cascading effects of the acute severe aortic insufficiency. The reported unexpected medical intervention was a result of case-specific circumstances as the patient was intubated, medication was administered, and resuscitation efforts were made. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.it should be noted that per the instruction for use (IFU), ¿pre-implantation precautions: balloon aortic valvuloplasty (bav) of the native aortic valve is recommended prior to delivery system insertion. The balloon size chosen should be appropriate, not exceeding the minimum diameter of the native aortic annulus as assessed by CT imaging to minimize risk of annular rupture and not undersized to minimize risk of stent under-expansion which could lead to paravalvular leak (pvl) or device migration.¿code removed: medical device problem code: 2993

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis, coronary artery disease managed by unknown medications, diabetes mellitus, and previously documented a left ventricular ejection fraction of approximately 40 percent. The patient had arrived in a stable condition prior to the procedure. The patient¿s aortic valve angle was horizontal measured to be 56 degrees and had a tortuous anatomy. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23x40mm, non-abbott balloon. Annular expansion remained insufficient and resistance persisted. During the procedure, difficulty in advancing the ds through the native annulus was noted. A second pre-bav with a larger balloon (25 mm) was then performed, which exceeds the minimum annulus diameter, but allowed the ds to advance. At the initial position, the fluoroscopic image revealed aortic regurgitation. It was noted that the valve remained inside the capsule at this time. The patient developed severe hemodynamic instability and it was decided to continue the valve deployment. While the valve was partially deployed at 80 percent, the patient presented with low bleed pressure. Chest compressions, intubation and drug administration was performed to resolve the event. However, the patient did not show a positive clinical outcome, so it was decided to recapture the valve and retract the ds to the aortic arch to improve outcomes of the resuscitation maneuvers. Despite resuscitation efforts, the patient went into cardiac arrest and could not recover. On (B)(6) 2025, the patient was pronounced deceased. The implanter considered the event to be related to the patient¿s condition and procedural complications and did not attribute it to the performance of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis, coronary artery disease managed by unknown medications, diabetes mellitus, and previously documented a left ventricular ejection fraction of approximately 40 percent. The patient had arrived in a stable condition prior to the procedure. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23x40mm, non-abbott balloon. Annular expansion remained insufficient and resistance persisted. During the procedure, difficulty in advancing the ds through the native annulus was noted. A second pre-bav with a larger balloon (25 mm) was then performed, which allowed the ds to advance. At the initial position, the fluoroscopic image revealed aortic regurgitation. It was noted that the valve remained inside the capsule at this time. The patient developed severe hemodynamic instability and it was decided to continue the valve deployment. While the valve was partially deployed at 80 percent, the patient presented with low bleed pressure. Chest compressions, intubation and drug administration was performed to resolve the event. However, the patient did not show a positive clinical outcome, so it was decided to recapture the valve and retract the ds to the aortic arch to improve outcomes of the resuscitation maneuvers. Despite resuscitation efforts, the patient went into cardiac arrest and could not recover. On (B)(6) 2025, the patient was pronounced deceased. The implanter considered the event to be related to the patient¿s condition and procedural complications and did not attribute it to the performance of the device.